Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal- bilateral salpingectomy") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date of essure device. Insertion date of essure: 2915. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / multiple fragments of coiled wire') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea and acid reflux (oesophageal). In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("other injury(ies) or complication(s) please describe: metal taste in mouth"), feeling abnormal ("brain fog") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, migraine, headache, dysmenorrhoea, alopecia, dysgeusia, feeling abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysgeusia, dysmenorrhoea, feeling abnormal, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date of essure device. Insertion date of essure: 2015. The inner part of the coil was removed without difficulty, and then once again removed as many small coils as possible. Left side: we could visualize part of essure near the cornua. This was removed but appeared to be removed in small pieces. ¿concerning the injuries reported in this case, the following one event pelvic pain confirming- events which are same in pfs & mr: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: previously reported event "medical device removal" updated. New events: device breakage, device dislocation, migraines, headaches, dysmenorrhea, hair loss, metal taste in mouth, brain fog, abdominal pain were added. Medical history and reporters information were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / multiple fragments of coiled wire') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea and acid reflux (oesophageal). In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("other injury(ies) or complication(s) please describe: metal taste in mouth"), feeling abnormal ("brain fog") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, migraine, headache, dysmenorrhoea, alopecia, dysgeusia, feeling abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysgeusia, dysmenorrhoea, feeling abnormal, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date of essure device. Insertion date of essure: 2015. The inner part of the coil was removed without difficulty, and then once again removed as many small coils as possible. Left side: we could visualize part of essure near the cornua. This was removed but appeared to be removed in small pieces. ¿concerning the injuries reported in this case, the following one event pelvic pain confirming- events which are same in pfs & mr: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal- bilateral salpingectomy") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date of essure device. Insertion date of essure: 2915. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.